Event description:
It was reported a patient underwent a right knee revision arthroplasty approximately nine years post implantation due to pain and aseptic loosening of femoral component. At time of revision, the femoral component was loose and easily removed, the tibia appeared well fixed. Inspection of articular surface revealed damage to the post. There was residual cement present in the femoral notch. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Report spurce: foreign - (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - mechanical (g04) - femur. Visual examination of the provided pictures identified scratches and foreign material on the femoral implant. Foreign material is also seen on the articular surface as well as the top of the post appears to have broken off and have gouges in it. Device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-rays shows no significant progression of loosening, more trouble kneeling but wants no further invention at this time. Radiographs were reviewed by a health care professional and identified the following: interval development of faint radiolucency along the femoral implant on the lateral view; overall fit and alignment is maintained at both time points, bone quality appears mildly osteopenic a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6: device not returned is n/a which was reported on initial report. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of being implanted with nicks, gouges and wear. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.